Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was displaying service code 102 during testing. The cause for the failure was isolated to the defibrillator pca board. Insulated-gate bipolar transistors (igbts) q12, q16, q10, q8, q7, and q6 were shorted. Additionally, connectors j1003aa and j1002aa were contaminated. The root cause for the shorted igtbs could not be positively identified. The root cause for the contaminated components was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming testing.